Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a patient experienced an anterior capsular tear during a laser assisted cataract surgery. The small tear was noticed during cortex removal. After removing the instruments for viscoelastic removal, the anterior chamber flattened and the small anterior capsule tear radiated out further. Vitreous was seen coming out of the main incision. The doctor cut the strands of vitreous from the wound. Medication was used to bring the pupil down which pulled the vitreous strands back away from the wound. The intraocular lens was inserted and appeared stable. The main incision was sutured closed. A vitrectomy was not needed. Additional information has been requested but none has been received.

Manufacturer narrative:
The clinical applications specialist (cas) reported that laser was performed without any problems. During surgery in the operating room, no tags were seen on capsulotomy. During cortex removal, a small anterior capsule tear was noticed. Lens implant was inserted and viscoelastic was removed. After removing instruments for viscoelastic removal, the anterior chamber flattened and the small anterior capsule tear radiated out further. Vitreous was seen coming out of the main incision. Dr. (B)(6) cut the strands of vitreous from the wound. Used miostat to bring pupil down which pulled vitreous strands back away from the wound. Pupil was round, intraocular lens implant (iol) appeared stable and main incision was sutured closed. No vitrectomy performed. This is a (B)(6) male patient. This patient has lymphoma and is currently on chemo. No pre-existing ocular conditions. Additional information was requested from the customer, but was not able to be obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. After review of reported event as well as related literature, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The console used during the case was not identified by the customer. However, the quality engineer (qe) was able to determine that the facility has only two consoles. Additional information was requested but was not obtained. With no additional, related information provided, the root cause of the reported event cannot be determined conclusively at this time. The infiniti was manufactured on december 2, 2008. The centurion was manufactured on june 3, 2015. A review of the manufacturing records did not reveal any related non-conformity during manufacturing. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).